Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# unknown, implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a catheter completely broke, causing baclofen to leak into subcutaneous (sq) tissues. X-rays and a dye study had been performed. The patient required hospitalization and a catheter revision, which involved the partial explant of the catheter. The patient experienced increased spasticity at an unknown location as a result of this event. The product issue was resolved, but the cause of the issue was not determined. The pump was used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.